Manufacturer narrative:
Additional information can be found in the following sections: concomitant medical products, PMA/510k, if follow-up, what type, device evaluated by MFR, and adverse event problem. Intuitive surgical, inc. (Isi) received the universal power distributor (upd) associated with this complaint and completed its investigation. Failure analysis (fa) was unable to confirm the reported issue ¿ error 31221. The unit was installed on the system and there were no errors. The upd passed in-house testing with no trouble found. The complaint remains reportable due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunction were to recur, it could cause or contribute to an adverse event.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse reproduced the reported issue (error 31221) and replaced the universal power distributor (upd) board to address the problem. Following service, the system was tested and verified as ready for use. The upd has not been returned to intuitive surgical,inc. For failure analysis evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: system unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted.

Event description:
It was reported during a da vinci-assisted prostatectomy procedure the system displayed a non-recoverable error (31221). Technical support had the customer power cycle the system, but the issue was not resolved. The customer then tried to hard power cycle with emergency power off (epo) twice, but the issue persisted. The surgeon aborted the procedure post anesthesia and port placement. Intuitive surgical, inc. (Isi) completed follow-up with the site and confirmed the patient did not experience any problems after the procedure was aborted.